Event description:
The customer reported the 9800 system intermittently produces low kilovolt, low miliamps, and overload fault errors. No pt injury was reported.

Manufacturer narrative:
The customer is undecided if they want service. They will advise the MFR if they want repair service. No conclusion can be drawn as repair info is not available. However, no report of pt or staff injury was reported.